Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that when deflating the tracheostomy cuff, the valve from the balloon became disconnected and was attached to the syringe. The tube was removed. Patient involvement was unknown.